Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). A representative went to the site to preform a system check out and it was noted that they found multiple generator errors. When system was off, and interface cable was disconnected the power conversion enclosure was cycling. They replaced the booster board, power conversion enclosure, and power tray. They completed system checkout, and the system was fully functional. The device returned and it was noted that they were able to confirm the reported complaint. The power conversion enclosure failed bench testing and some of the transistors failed, and they were found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was showing generator errors 140, 142, and 155 before the local representative (fse) began planned maintenance. There was no reported delay. There was no patient involved.

Manufacturer narrative:
H2: additional information was received. Ime and imf codes have been added. H2/d10:correction/additional information was received. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230, lot #: rev. 1 : s/n (B)(6), product ID: bi71000195, lot #: rev. 1 : s/n (B)(6). D9/h2/h3/h6: the booster board was returned and analyzed. They were unable to confirm reported the complaint, "generator errors." However, visual inspection confirmed there was a damaged component. J12 connector is missing. Codes b01, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.